Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional peripheral arterial occlusive disease procedure with a 7f sheath. Reportedly, the link separated when the plunger was removed. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported link separation was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely that an interaction with patient anatomy or link pulled until it breaks contributed to the reported suture retrieval issue. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.